Manufacturer narrative:
The implant remains in situ. A radiograph image was provided which confirms the event of a collapsed cage. The identifying part and lot number were not provided; therefore, a review of device history records cannot be performed. Based on the information provided, the root cause could not be determined. Alphatec spine is submitting this report to comply with the FDA regulations 21 cfr 803. Alphatec spine has made reasonable efforts to provide as much relevant information as available. Any field that is left blank was not known at the time of this submission. If additional information is provided, a supplemental report will be submitted.

Event description:
It was reported that an expandable cage collapsed postoperatively. The patient is asymptomatic, and there are no plans for revision surgery. The surgeon will continue to monitor the patient.